Manufacturer narrative:
Correction/removal number: 1627487-07262012-002r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt complained her pain has increased and she does not feel her scs stimulation. Troubleshooting of the issue revealed the pt's scs ipg does not communicate with external devices. In addition, the pt programmer displays a communication error. Surgical intervention is planned for a later date to address the issue.